Event description:
An elderly patient had a left total knee arthroplasty in late spring of 2011 - discharged post-operative day 3 - had a sure trans drain that was discontinued on her first post-operative day, the drain was removed without difficulty. The patient had ongoing knee problems over the course of 2 years including pain, swelling, joint popping, clicking, and blood clots. Patient was admitted to the hospital for a large dvt and pulmonary embolism - inferior vena cava filter placed. The patient was discharged home on anticoagulants - continued to experience knee pain of unknown cause. A knee x-ray and MRI performed two years after initial surgery revealed no abnormalities. The patient had a bone scan and "retention of fenestrated soft tissue drain fragment of infrapatellar region on plain radiograph consistent with loose body" was identified. No plan to retrieve drain piece at this time.what was the original intended procedure?l tka.device #1is this a laboratory device or laboratory test?no.